Event description:
Per the clinic, the patient unable to wear the device due to pain, discomfort, skin irritation and skin overgrowth. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2025, in order to underwent a revision surgery to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced recurring infections at the abutment site and was treated with oral antibiotics (specific date and duration not reported). Subsequently, the patient underwent a skin revision surgery to remove the excess skin on (B)(6), 2025.